Event description:
I received today (B)(6) 2023 4 covid 19 test kits (2 per box) ordered through the gov't usps site. They are expired tests, pre-dating tests on the extended expiration test dates list which I did check. For those to be delivered by the government is ridiculous. Manufacturer quidel quickvue at home test, lot f41231, manufactured 2022-03-25, expiration 2023-03-08. I thought they might still be ok for a few months, but I could not even find this test on the linked extended expiration list. Reference report mw5117980.